Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation at the time of this report. Teleflex has requested this information.

Event description:
Customer complaint alleges "the device is reported to fall apart during intubation." No patient harm reported.

Event description:
Customer complaint alleges "the device is reported to fall apart during intubation." No patient harm reported.

Manufacturer narrative:
(B)(4). Corrected data: brand name corrected to: rusch greenlite disp mtl mac 4. Catalog # corrected to: 004551004. Lot # corrected to: 1806341. Initial reporter name and address: name and address corrected to: no name given, (B)(6). The sample was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.